Event description:
It was reported while testing for sars cov-2 4 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: " it was reported that there are discrepant results between the bd cov-2 assay and the bd biogx assay. Customer problem: customer reporting discrepant results between the bd cov-2 assay and the bd biogx assay. Steps taken with customer/troubleshooting the customer has 4 patient samples that were positive for n1 on the bd cov-2 assay and repeated on the biogx assay as negative. Samples repeated from the same transport tube (saline) typically same day discrepant results between the bd cov-2 assay and the biogx assay. "

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant result when using kit bd max sars-cov-2 reagents (ref. 44500301) lot 1005844 was performed by the review of the manufacturing records and the verification of complaints history. Review of the manufacturing records of bd max sars-cov-2 reagents indicated that the lot was manufactured according to specifications and met performance requirements. Customer complained about 4 n1 positive patient samples with bd max¿ sars-cov-2 reagents kit for max system lot 1005844 which are negative when repeated with biogx sars-cov-2 for max system. Aside from the information available in the complaint text, at the time the investigation was conducted, the customer data was not available. . Based on the information received, although low positive samples for one or both targets of the bd sars-cov-2 reagents for bd max¿ system can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site, this cannot be confirmed. Based on the investigation, the cause of the customer issue remains unknown. There is no indication of an increase in complaints for discrepant result for bd max sars-cov-2 reagents lot 1005844. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 4 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: " it was reported that there are discrepant results between the bd cov-2 assay and the bd biogx assay. Customer problem: customer reporting discrepant results between the bd cov-2 assay and the bd biogx assay. Steps taken with customer/troubleshooting the customer has 4 patient samples that were positive for n1 on the bd cov-2 assay and repeated on the biogx assay as negative. Samples repeated from the same transport tube (saline) typically same day. Discrepant results between the bd cov-2 assay and the biogx assay."